Manufacturer narrative:
Device had blank display due to physical damage on the electronic assembly. The lcd glass was cracked and bleeding. The motor flex had physical damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to blank display. Unable to perform the pump trace history download and carelink due to blank display. Device had a severely scratched display window, scratched case, scratched keypad overlay and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was rushed to emergency room on (B)(6) 2019 due to accident. Customer¿s blood glucose level was 86 mg/dl at the time of incident. Customer stated that the insulin pump does not turn on even after putting the new battery and has a blank display. Customer stated that the insulin pump had scratches on the surface. Customer also stated that they can see only half of the screen display. Customer stated that due to motorcycle accident fractured 3 ribs and shoulder muscle got separated. Customer was treated with pain relievers and manual injection. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.